Manufacturer narrative:
Evaluation: method - device history review. Results - device history review: based on the product evaluation and the investigation performed, nothing in the manufacturing, packaging or sterilization was found to be the root cause of this complaint. The condition of the returned product having a clear surgical residue present on the lens and the lens is shipped in a dehydrated state, the customer would have to have handled or manipulated the lens in some sort of fashion to have come in contact with surgical residue. Most likely the damage to the lens occurred during the mishandling of the product with forceps that may have been too sharp and damaged the lens haptic. Conclusions - based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation codes: method - (other) - lens work order results - (other): visual inspection of the returned product found the lens optic is torn at the loop haptic junction. Loop haptic is bent. There was evidence of clear surgical residue. A lens work order number search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to use an aq5010v three piece silicone lens. The surgical tech noticed the loop haptic was bent when she removed the lens from the packaging. The lens was never used. Reporter stated the lens was received damaged. No patient contact.